Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24 synergy stent was selected. However, during preparation when the stent protector was removed, it was noted that the proximal end of the stent was elongated and the mid stent was damaged. The stent was still crimped on the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts that were stretched and bent back distally. The stent had stretched over the distal cone of the balloon. The outer diameter of the undamaged proximal end of the stent was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24 synergy¿ stent was selected. However, during preparation when the stent protector was removed, it was noted that the proximal end of the stent was elongated and the mid stent was damaged. The stent was still crimped on the balloon. No patient complications were reported.